Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are having problems with recharging the implant since they got the implant. Patient stated last night they were charging the implant for 8 hours and the implant only charged up from 0% to 70% at good connection. Patient stated they have never been able to charge the ins to 100% since they had the implant. Patient stated they usually get good recharging connection. Agent asked patient to connect with the recharger and patient said they are getting good recharging connection. Patient service asked patient if the therapy was on or off while he was charging the ins last night and patient said the ins was off. Patient mentioned a nurse come out they turned the therapy on and they went through everything with him and they set the therapy up for 4 different levels. Agent had patient check the recharging speed and speed is at level four. Agent reviewed the external devices are functioning as intended. Agent reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved through troubles hooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.